Manufacturer narrative:
A philips field service engineer (fse) who was onsite for an unrelated issue removed the device from service and replaced the intellivue x3 with a functional intellivue x3. It was found that the intellivue x3 associated with the event had been purchased by a third party vendor not authorized by philips. The fse handed the faulty device to the customer biomed who forwarded it to the third party vendor for repair. As an evaluation of the x3 could not be performed by philips, the cause for the reported issue could not be determined.

Event description:
It was reported that a speaker malfunction inop was displayed on the intellivue x3. No information was provided whether sound was still coming from the device. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.